Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During the procedure, a farawave nav was selected for use. The day after the procedure, the physician reported that the patient had dark urine. The patient creatinine level continued to rise as of yesterday, and the patient remained hospitalized. The patient is expected to fully recover. The device is not expected to be returned due to disposal.